Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The customer also stated that she was at her doctor's office due to high blood glucose levels, with a reading of 568 mg/dl. The customer did not have time to troubleshoot at the time of the call, and stated she would call back. Nothing further was reported.